Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that during a routine device replacement procedure approximately eight years later, the pace/sense portion of this right ventricular (rv) defibrillation lead was surgically abandoned and replaced. The shock portion of the lead remains implanted and in service. No adverse patient effects were reported.